Manufacturer narrative:
Bwi received information that the manufacture date was 9/2/2020. This supplemental report has been updated in section h4. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001440, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, when the sheath was inserted, a few drops of blood were leaking through the hemostatic valve. Physician was concerned about air contamination when the issue occurred and decided to exchange the product. Case could be successfully completed. Patients hemodynamics was not compromised due to the issue experienced. No interventions were required to stop the backflow blood. No air entered the patients body. With the available information, this wont be considered a patient event but a product malfunction for hemostatic valve separation as it is most likely the backflow blood occurred due to a malfunctioning/dislodged valve. Hemostatic valve dislodgment is MDR-reportable.